Event description:
It was reported that the pump stopped all insulin delivery. There was no pt involvement, as the issue occurred during setup of the pump and it had not yet been used on the customer at the time of the reported event.

Manufacturer narrative:
The device has been received for eval. However, the eval is not yet complete. A supplemental report will be submitted upon completion of eval.